Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The full unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022. E1 event site postal code: (B)(6) e3 occupation: medical engineer.

Event description:
Getinge became aware of an issue with one of our mobile tables 113322b5 - alphamaxx (460 mm longit. Shift), EU. As it was stated, the patient was on the operating table when it started to lower. Subsequently, the tilt movement to the right side occurred and the patient began to fall off the table. The patient had all relevant side supports, however, these started to fall off as the patient's weight. The staff quickly managed to catch the patient and prevent the patient's fall. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the unintended tilt motion, which could potentially result in a patient falling from the table, was to reoccur.